Event description:
Per clinical trial (B)(4): on (B)(6) 2016, patient underwent bilateral revision augmentation mastopexy using a full vertical and horizontal t incision. 1 piece of galaflex was used, cut in half. No concomitant procedures were done. On (B)(6) 2016, delayed wound healing; breast was reported. Patient was treated with medication (bactroban). Resolved without sequelae on (B)(6) 2017. Review by medical affairs identifies the delayed wound healing as likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient was diagnosed with the post-op complication of delayed wound healing. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Not returned - remains implanted.